Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of display issues, the color and intensity of the display image would change with the movement of the display and by tapping the screen. The low-voltage differential signal board and bracket were reseated to resolve. Analysis further noted missing hinge plate screws and that the keyboard connector was separating and both were replaced, and screws tightened, to resolve. (B)(4).

Event description:
It was reported that the programmer screen whited out during a case and became unusable after. It was noted that the screen would be transient at times when the screen was tilted back and forth. The programmer was returned for repair. No patient complications have been reported as a result of this event.